Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to ok button presses. The pump also only responded to hard presses of the up and down arrow buttons. The keypad was removed and adhesive/contamination was observed under the down and contrast button contacts.

Event description:
The reporter contacted animas on behalf of her daughter (the patient) claiming that the pump was increasingly unresponsive to presses of the down arrow button. The reporter also claimed that the down arrow button was sticking.